Event description:
Hill-rom received a report from the account stating the brake alarm was inaudible. The bed was located at the account on the 7th fl. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the brake alarm switch faulty. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake alarm switch to resolve the issue. Based on this info, no further action is required.